Manufacturer narrative:
The device was returned without the portion of the device (the cap) that had allegedly broken off during use. Visual examination of the returned portion found there were remnants of the welding all around the edges of the port. The device had originated from a possibility of 3 different lots. Dhrs for those 3 lots were reviewed and none were found to have anomalies or defects related to the reported complaint condition. Process review verified the proper manufacturing controls, including side load force testing, were in place.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue with the intravenous administration set. The nurse reported that the set was connected to a patient for chemotherapy, but on day 3 as the nurse was disconnecting the line the blue port detached from the set's manifold. There was no patient information provided. The lot number of the device was not provided. There were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.